Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a 4mm malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, there was difficulty crossing the delivery system through the stricture. Furthermore, the stent was difficult to deploy and a high amount of force was applied to deploy the stent. The stent was deployed in an incorrect location and was removed from the patient with rat-tooth forceps. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.